Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient turned stimulation on today, but the stimulation was way too strong, mentioned it was "really terrible." She went to connect with insr earlier, but the stimulation was real strong so she tried to use the patient programmer (pp) to turn stim down. She was not able to connect with pp, she had tried everything but was not able to connect to turn stim down or off, so stimulation was still going and it was still way too strong. She used pp antenna, and tried unplugging and plugging back in like her manufacturer representative (rep) told her to yesterday when this happened, however that did not work. Patient service specialist (pss) had patient try to connect using insr to turn ins off since patient was not able to use pp. When patient tried, she reported seeing a screen with an hourglass in the top left, however pss was not able to understand what screen she was describing. Pss had patient try to use pp again and she was finally able to connect to ins with pp and turned ins off. When asked event date, patient said yesterday, she had a magnetic resonance imaging (MRI) yesterday and her rep had to help her get out of MRI mode because the stimulation "kept going real strong." She mentioned yesterday her rep had her unplug and plug pp antenna back in which worked. Patient had an appointment on the 18th, and wanted ins taken out; she was going to keep ins off. No further complications were reported.